Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife is hospitalized due to the high blood glucose level. The customer's blood glucose was raised up to 500 mg/dl and 400 mg/dl. The customer's current blood glucose was 250 mg/dl. The insulin pump will be returned for the analysis.